Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of incident was 430-460 mg/dl and current blood glucose was 434 mg/dl. The customer treated with the insulin pump and manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The customer reported that insulin pump system has not been in use within 48 hours of reported high blood glucose event. The product will not be returned for analysis.